Event description:
Pt wears a minimed 512 insulin pump. Rptr saw advertised on the internet a company called spectrx which offers minimed compatible infusion sets. The infusion sets are called simple choice easy pro and claim to have the shortest -12mm- inserter needles and catheter. Rptr bought a six month supply from a distributor. Wore the sets the first and second weeks in october 2004. The first two sets had no problem. The third set filled with blood and the blood actually ran up the tubing towards the pump. Rptr took off the set and tubing and tried a new one. At some point over the weekend rptr noticed that the part of the infusion set that actually goes into pt leaked insulin if the minimed insulin reservoir and the simple choice attachment were tightened or twisted tightly. It appeared to rptr to be about 1 unit of insulin leaked from the infusion set under these circumstances. That is a lot. Rptr was unsure whether or not pt should take the set off but assured selves that pt would not be tightening the reservoir and tubing and that the whole pump would remain in pump pack-little fanny pack they wear to keep pump in-. That night pt had a high blood sugar reading before bed. Rptr gave pt an insulin adjustment. Rptr did a blood check at midnight and saw that pt's blood sugar had dipped quite a bit lower than they predicted it should have (based upon their experience and the amount of insulin pt was given). Rptr took the pump off of pt. Out of curiousity rptr then began to push the tubing back and forth near the reservoir. It cracked. Rptr also realized that the pushing caused insulin to leak. Rptr took the pump off of pt for the rest of the night, as they no longer had confidence in pt even sleeping with these new infusion sets. Rptr gave pt insulin by injection until the a.m. When they could change back to the minimed infusion sets. Rptr called spectrx about the product. They were unhelpful, and did not really respond adequately in rptr opinion. They have only stated that they have never seen this happen before and that it was probably rptr fault because rptr reused the reservoir. They also said that rptr needed to get the infusion sets back to them. They also stated they wanted to keep rptr as a customer. Rptr worked out with distributor to send the infusion sets back to them for a reimbursement. They mentioned to rptr that they had a second similar complaint about this product from a second customer during this time period. Distributor has the faulty infusion sets and rptr has saved one of them. Rptr does not think that the minimed reservoir and tubing match adequately. Rptr is concerned that others who use this new product may find similar results if the tubing is played with. Rptr is also concerned that rptr is not the only people who reuse reservoirs. Lots don't have the insurance. If this is truly the reason that the tubing leaked insulin then something needs to address this in their literature. There should be a warning about reusing reservoirs. In rptr's opinion these simple choice easy pro infusion sets are not really compatible with the minimed pump and can potentially even be down right dangerous.